Manufacturer narrative:
(B)(4). The results of the investigation concluded that the sheath tubing had been detached from within the hub at or near the tubing head. The detached tubing was not returned. There was no evidence found to suggest the incident was due to an intrinsic defect in the returned device. The device met specifications prior to leaving sjm manufacturing facilities as supported by the device history record. The cause of the reported sheath tubing detachment is consistent with forcible contact; how and when the forcible contact occurred remains unknown. The ultimum hemostasis introducer sheath instruction for use (IFU) states that the user should advance the dilator/sheath assembly with a twisting motion to avoid damage to the sheath or vessel.

Event description:
During the procedure a portion of the 6f ultimum introducer became detached and had become loose in the patient. The loose portion of the device was received with a snare during the procedure. The patient is in stable condition following the procedure.

Manufacturer narrative:
(B)(4).